Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported cannot use the needle probe attached. It is a small plastic piece that guides the needle insertion, has broken off. The probe casing itself is also loose and often needs forcing back together. The result is a fuzzy picture on the screen.